Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/12/2024, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion top jaw broke off the handle. The piece was retrieved and the case was completed with another knee scorpion with no issues. This was discovered during a meniscal root repair procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation was confirmed based on the customer's attached picture. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. Device manufactured date 2018.